Event description:
It was reported to philips that boot-up failure occurred due to defective pan handle in m-cabinet on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pan handle ttcb, restoring the system to operational use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).